Event description:
Baxter received a complaint from a facility involving the automix 3+3 compounder. According to the facility, the device frequently pumps 2ml extra of solution during compounding. They stated that this was not a significant volume so they let it go, but this never happened with the old compounder. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3/as compounder with inaccurate delivery issue was confirmed during service by baxter personnel. The device delivered 2 ml extra solution in the pre-accuracy tests however it is within device specification, hence the cause was not determined. The root cause was undetermined, therefore no repairs were made to correct the reported problem. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.